Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set fit. During troubleshooting, it was identified that the customer did not have the valves and membranes on the connector, which will result in the loss of suction. The customer was sent valves and membranes. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that four weeks previously she was not using the correct breast shield with her pump in style breast pump and became engorged and received an antibiotic. She indicated that she purchased 21 mm breast shields, along with new connectors, but the air does not move through them and there was no suction as a result.